Manufacturer narrative:
Other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient inquired if the manufacturer had an (B)(6) that they could use with the ins instead of the patient programmer (pp). Patient stated that the pp was a major problem, because the pp is so big and patient had trouble walking around with it, because the pp would fall off the patient's belt. Patient stated that the pp was cheap looking, big and won't turn on, it would go beep, beep, beep and st. Jude has app that is an (B)(6) and updated technology. Patient stated that they were told the reason for the manufacturer pp was for an old population, but patient is into technology and wanted something like an (B)(6) cell phone. Patient stated the manufacturer had a major competition with st. Jude's product. Patient stated st. Jude's product could reach more parts of the brain and the health care professional (hcp) was recommending st. Jude over medtronic due to advanced technology. Patient stated at some point there will be a cure for parkinson's disease and essential tremor and the devices will no longer be needed. Patient stated there is no backlight on the pp so patient hit their toe trying to make an adjustment with pp. Patient stated if they tried to use the pp at night, they cannot see a backlight on the pp. The use of the pp backlight was reviewed and the patient noted that they saw the backlight on the pp. No patient symptoms were reported. Additional information was received: it was reported that the caller stated their device turned itself on and had a message with a couple of symbols. The caller stated it was a battery symbol and device symbols with an arrow toward it. The caller stated they would see that screen once or twice a day and they had to hit the gray button to kind of clear it and it did not go away right away. Patient services asked the caller to confirm the screen but the caller was unsure. It was reviewed that they may be seeing the replace patient programmer battery screen. The patient could replace the batteries and see if that resolved the issue, if not then they could take a picture and call back. Additional information was received: it was reported the patient stated their pp was archaic and a "nightmare" for them. The patient stated that the pp turned itself off/on and then the patient would lean on the pp and the patient implant got turned off/on. The patient stated the pp turning off and on by itself was not consistently happening on a daily basis. The patient also stated that they had to hold down the backlight button for at least 10 seconds for the backlight to come on. The patient stated they couldn't read the pp screen even with the backlight on. An email was sent to repair where the allegations were reiterated and the patient would be receiving a replacement in the mail. There were no further complications reported.